Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The explanted ipg was not returned. Additional information was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The explanted ipg was not returned.